Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the drvn -grd wire in trunk cable measures open. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.